Event description:
The customer reported the device did not show rhythm after delivery of shock while treating patient in cardiac arrest. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device did not show rhythm after delivery of shock while treating patient in cardiac arrest. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Additional information has been requested.